Event description:
Caller reported a malfunction on the pump, but there were no notable events prior to this issue. The customer declined to answer whether their blood glucose level exceeded a critical threshold, leaving the impact on their blood glucose level unknown. Technical support decided to replace the pump since the issue had occurred before and the malfunction code was not resettable. The customer was advised to use multiple daily injections as a backup therapy and was informed about the updated software on the replacement pump. Instructions were provided on storage mode and the pump return process, and the caller acknowledged these steps. The replacement pump was sent with a signature required for delivery.